Event description:
It was reported that on (B)(6) 2022, during an unknown procedure, when inserting the proximal static screw, the drill bit was getting caught on the nail posterior to the hole. The screw was finally inserted behind the nail. The proximal dynamic screw was inserted properly with no issues using the long self-retaining power shafts from the ans locking set. There was a surgical delay of twenty (20) minutes. Surgery was completed successfully. No fragments generated. This report is for one (1) aiming arm/ radiolucent this is report 1 of 6 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part #: 03.043.029-us. Lot #: 2023519. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: november 6, 2020. Expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Additionally, a visual inspection of the returned photo. Visual analysis of the returned sample revealed that the aim-arm radioluc was was found to be cracked across the latch axis pin insertion hole; assembling issues are most likely due to this condition. No new additional information can be added after reviewing the provided image. During the analysis of the complaints two subcategories of the aiming arm latch failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. A dimensional inspection for the aim-arm radioluc was unable to be performed due to post manufacturing damage and complex geometry of the device. A functional test was unable to be performed since mating device was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aim-arm radioluc would contribute to the complained device issue. A nonconformance and CAPA are opened to further determine the manufacturing/process error that cause the complaint condition. Any further corrective/preventive actions if required will be determine under the nonconformance and CAPA. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.